Event description:
It was reported that the power cable of the 9800 system had insulation showing at the workstation end. There was no report of pt or operator injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired power cable and inspected connections. The system was tested and found to be working as intended and placed back into service.